Event description:
A user facility reports that the incision was enlarged and a vitrectomy was required during intraocular lens (iol) implant surgery. The association between these events and the iol is not known. Additional info has been requested.